Event description:
A pt reported missing segments with a one touch meter. Pt reported inability to read the ot meter display because of the missing segments. Pt did not report having any adverse events. The memory download shows that pt has last used ot meter in 1999. Pt has been using another ot meter to monitor blood glucose. No further info has been reported.